Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection was performed and a separation between the tubing and the male luer was observed. The reported condition was verified. The cause of the condition was due to a lack of solvent not applied uniformly in the circumference of the tubing during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set broke at the insertion site and "fell off." The issue occurred after the tubing had been primed with saline, attached to the patient, and secured with tape. There was no report of patient injury or medical intervention associated with this event. No additional information is available.